Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed software error and critical pump error. The customer also reported that the device stated the motor arm cannot communicate with the main arm. Blood glucose level at the time of the incident was unknown. The customer was advised to discontinue the use of the device and to revert to the back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with high sleep current due to corroded electronic assemblies. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test or critical pump error noted. Pump error 4 and 53 found in the pump history due to corroded electronic assemblies. Unit received with cracked battery tube threads, cracked case (battery tube), cracked reservoir tube lip, cracked retainer, pillowing keypad overlay, minor scratches on case and minor scratches on lcd window.